Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was 230 mg/dl. The customer reported that they had an issue in entering into auto mode. The customer reported that they performed self test and received errors. The insulin pump will not be returned for analysis.